Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a screwdriver broke during surgery. All debris was removed and a new screwdriver was used to complete the surgery with no surgery delay. Attempts have been made and no further information has been provided.